Event description:
Surgeon informed staff at the end of the surgery, that the sensor wire broke and it was still in the patients left ureter. This was confirmed radiographically. Surgeon stated plans on bringing patient back in two weeks to remove additional stones and at that time he will remove the retained sensor wire. Per medical record:Fluoroscopy: Laterality: Left, Distal third ureter: Normal appearance, Middle third ureter: Normal appearance, Proximal third ureter: Normal appearance, Stone: Left kidney. Full Staghorn. Additional Comments: Excellent fragmentation/resolution except for lower pole calyceal stone. A small segment of wire was left behind - will remove on return 2nd look ureteroscopy.